Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial lead (ra) exhibited out of range impedance measurements. During the revision procedure, it was noted that the lead was compromised at the suture sleeve tie down site. The ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.